Event description:
A malfunction alarm with code malf 12 was reported, and it was noted that no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer had not attempted to reset the pump prior to contacting support, so technical support provided instructions to reset the pump, which was successful in resolving the issue as the error did not recur. The customer was informed to contact support again if the issue reappears.